Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2014. The sensor was inserted into the abdomen on (B)(6) 2014. The skin reaction was described as severe burns, discharging pus and having a red spot under the sensor. Reaction was located under the sensor adhesive tape. On (B)(6) 2014, the patient was taken to the urgent care, as the reaction turned into a bad infection. Patient was diagnosed with a bacterial infection of the skin. Patient was prescribed 500mg of keflex and 800/160mg of bactrim. Affected area was treated with the prescribed keflex and bactrim. No additional event or patient information was provided.